Event description:
It was reported that there was issues inducing the patient. Dc fibber were tried several times and only worked twice. Review of egms appears that the pins may be reversed. When the pocked was opened, it was determined that the df-1 pins were switched. The case was clinically resolved by reinserting the lead into the connector.

Manufacturer narrative:
Na